Event description:
The event was reported to vascutek as follows: the surgeon reported that, although he could not find the exact locations of the defect with the naked eye, there were more than three leakages on the surface.

Manufacturer narrative:
(B)(4). Vascutek is not privy to any pt info .(B)(4). Method: device has been returned and is being evaluated. Result: evaluation of device in progress. Conclusion: evaluation not yet complete.